Event description:
The event involved an empty lifecare container 500 ml size where the customer reported that when the nurses were priming the set to spike into the ch-12, the bag spike falls out of the bag and creates a chemo spill during administration. The event occurred at 9:30pm during patient use. The product was used for about 1 day and half an hour. The medication used was an unknown chemo. It is unknown if the product is available for evaluation. The chemo spilled on the floor and the healthcare worker had to isolate the room and follow. No hole, cut, tears or any defect noted, definitely the bag spike fell out. The device was discarded. Additionally, the customer stated that the process is to deliver the ch-12 with drug mixed into the bag from pharmacy to nursing. The nurses prime the line separate from the connection to the ch-12. After the line is primed, the nurse connects to the ch-12 by spiking the primed set into the ch-12. Then the nurses start the administration to the patient. During the administration to the patient, the spike of the ch-12 fell out of the bag. The patient was attached at the time of the spill. No patient harm or adverse event was reported but they there was delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.